Manufacturer narrative:
Investigation results - the returned device was visually inspected for any damage or defect. It was noted the extension tubing was blocked with crystalized saline. The device was soaked in warm water to dissolve the saline before proceeding with functional testing. The complaint device was functionally tested with a sample stopcock. The device was pressurized to 12atm with 35ml of sterile water for 30 seconds. No issues with the gauge were noted during the tests. A review of the device history record could not be performed since the lot number was not provided in the complaint. The returned device was visually inspected and functionally tested and no issues were noted. However, it is possible that during the procedure, the saline crystallized to form a blockage in the extension tubing or that the alliance device was not correctly connected to the catheter device or the stopcock was not closed, leading to the reported event. Therefore, the most probable root cause is handling damage.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-02212 addresses the first alliance inflation syringe, while manufacturer report # 3005099803-2013-02213 addresses the second alliance inflation syringe. It was reported to boston scientific corporation on (B)(4) 2013 that two alliance inflation syringes were used during a dilatation of the esophagus. According the complainant, during the procedure, the inflation syringe worked properly when inflating the balloon. However, during deflation, the gauge of the inflation syringe was still pointing to the inflated pressure even though deflation had been confirmed endoscopically. A second inflation syringe was used and the same problem occurred. A third inflation syringe was used to complete the procedure without any problems. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4) for the reported event of gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-02212 addresses the first alliance inflation syringe, while manufacturer report # 3005099803-2013-02213 addresses the second alliance inflation syringe. It was reported to boston scientific corporation on (B)(6) 2013 that two alliance inflation syringes were used during a dilatation of the esophagus. According the complainant, during the procedure, the inflation syringe worked properly when inflating the balloon. However, during deflation, the gauge of the inflation syringe was still pointing to the inflated pressure even though deflation had been confirmed endoscopically. A second inflation syringe was used and the same problem occurred. A third inflation syringe was used to complete the procedure without any problems. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as good.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-02212 addresses the first alliance inflation syringe, while manufacturer report # 3005099803-2013-02213 addresses the second alliance inflation syringe. It was reported to boston scientific corporation on (B)(4) 2013 that two alliance inflation syringes were used during a dilatation of the esophagus. According the complainant, during the procedure, the inflation syringe worked properly when inflating the balloon. However, during deflation, the gauge of the inflation syringe was still pointing to the inflated pressure even though deflation had been confirmed endoscopically. A second inflation syringe was used and the same problem occurred. A third inflation syringe was used to complete the procedure without any problems. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as good.